Event description:
It was reported that the external pulse generator (epg) "went to doo mode by itself" when starting up. The epg was returned for repair and calibration. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).